Event description:
Ever since abbott changed from libre 1 to freestyle libre2 the readings are dangerously off sometimes by over 50 points. Being a diabetic this is dangerous. Every time I and others I found out report these low readings to abbott they just send in a new reader but that does not solve the problem. Someone being a diabetic can go into a coma if the blood sugar drops to low.